Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (525mg/dl) in the mornings. The customer's physician's assistant (p.a.) Administered manual injections to help lower blood glucose levels. The customer believes that the issue is related to the settings, as the customer is new the pump and is still adjusting them.